Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 360 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia and vomiting. The patient had gone to a scheduled appointment with their doctor and been advised to go to the emergency room. Once at the hospital the patient was treated with intravenous fluids and an insulin drip. The patient was prescribed potassium (40 mg) and benadryl (25 mg) to be taken once daily. The patient is currently still in the hospital at the time of the call. The pod will not be returned as it has been discarded. In should be noted the patient was diagnosed with an unrelated urinary tract infection.